Event description:
It was reported that air in the faradrive steerable sheath was observed. Prior to the procedure, when the non-boston scientific pentaray catheter was placed in the sheath, a significant amount of air was aspirated from the sheath. The catheter was repositioned, and air was still aspirated. The catheter was removed and again, air was aspirated from the sheath. The sheath was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The sheath was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was returned and analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air in the faradrive steerable sheath was observed. Prior to the procedure, when the non-boston scientific pentaray catheter was placed in the sheath, a significant amount of air was aspirated from the sheath. The catheter was repositioned, and air was still aspirated. The catheter was removed and again, air was aspirated from the sheath. The sheath was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The sheath is expected to return for analysis.